Manufacturer narrative:
Age at time of event: 18 years or older. Device returned and evaluated by manufacturer. One electrode needle and cable were returned for analysis. No visual damages defects were observed on the electrode needle and cable. An electrical evaluation was performed by measuring the continuity, the electrode was able to conduct current indicating proper connectivity. Device inspected according to procedures. Resistance testing was performed on the needle and cable and both were within specification.

Event description:
It was reported that an e02 error occurred. A soloist single needle electrode was selected for use during a osteoid osteoma radiofrequency ablation procedure. Patient was sedated and ready with the pads connected to the radiofrequency generator, and when the electrode was connected it repeatedly gave an e02 error. The procedure was eventually aborted. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that an e02 error occurred. A soloist single needle electrode was selected for use during a osteoid osteoma radiofrequency ablation procedure. Patient was sedated and ready with the pads connected to the radiofrequency generator, and when the electrode was connected it repeatedly gave an e02 error. The procedure was eventually aborted. No patient complications were reported.